Event description:
It was reported that just before the customer was changing the cassette to another one for regular replacement, a "no message" alarm went off. The patient changed the pump to another one, but the alarm persisted. She then changed the cassette to another one, and after that, the alarm was settled. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: h6: event problem and evaluation codes: updated. H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Samples received: sample received consist in one cassette product from part number 21-7302-24. Sample was received after use conditions, decontaminated and inside in a plastic bag. Visual inspection results: no damage, kinks or other defects were found. The sample was received without the blue clip. Functional testing: sample was filled with 100 ml of water; the sample was connected to a pump to look for unusual function. Results: sample was fully priming and connected without difficult, the pump was set running and no alarms were activated. Complaint is not confirmed. The cause of the reported problem could not be determined. No lot number was provided; therefore, device history review could not be performed. A CAPA was opened to investigate the reported issue and is currently in investigation results phase.